Manufacturer narrative:
Findings: pump received with no act and down button response due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for battery out of limit alarm due to no act and down button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and cracked reservoir tube near reservoir tube window.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 300 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.